Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (belt communication faults) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, there was corrosion on the j702 connector. The cause of the belt communication faults is the corrosion on the connector. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing belt communication errors.